Event description:
A laparoscopic cholecystectomy was being performed and an electro-cautery device was being used. The connecting cable started to smoke and burst into flames. Cord completely burned off the plug-in. No injury to pt. Flames continued on plug in end until it was unplugged from wall and smothered with a towel. Fire incident was reported to city fire marshall who inspected device and will be sending a report. This is the 2nd incident involving this MFR's connecting cable. First event occurred in 2001. Cable started smoldering during a surgical procedure. Cable was sent into co. Report back from co stated they felt cable had not been at fault but staff were incorrectly disconnecting it by pulling on cord instead of connector. Surgery director concerned that product is not safe as manufactured.

Event description:
Add'l info rec'd from MFR 11/15/01: the device was visually evaluated and it was noted that the internal wires and insulation were burned completely through the cord near the connector. Prior to this event, a rep sampling of the product was forwarded to the foreign MFR for evaluation of similar damage. The results received stated that the user was repeatedly pulling the soft cord section of the product, when disconnecting, instead of the plastic connector. This leads to gradual breaking of internal wires and causing an electrical short to occur. Based on the report of product evaluation received from the foreign MFR, the event is not considered to be a defect of the device.